Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that her blood glucose was 411 mg/dl. She stated she had a low blood glucose in the 60 to 69 mg/dl range, so she treated with a granola bar and candy. The customer further stated her blood glucose was high, so she gave herself an injection and changed the insertion site. The customer reportedly had a cold at the time and there was sugar in the medicine she was taking. It was suggested that the customer follow healthcare provider instructions. She declined all troubleshooting and stated she was aware she would need to change the insertion site and treat with a syringe. Nothing further reported.